Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had extremely high and unstable capture thresholds on their left ventricular lead for several weeks confirmed by testing in clinic. True loss of capture was observed. The cause of the high capture threshold was undetermined but dislodgement was suspected. The patient was pending additional evaluation in clinic. There were no patient consequences.